Event description:
I use a dexcom g6 com device to manage my diabetes and have been having ongoing issues with its accuracy. This has been ongoing for several months. My dexcom will read one number for example it will say my blood sugar is in the 40s and I don't feel that low, so I check it with my traditional glucose monitor and it's normal (in the 100s) and vice versa / sometimes the dexcom reads high or normal and instead I'm dangerously low. It also continues to not connect properly with my insulin pump therefore my pump is unable to decrease or increase basal rates based on my current blood sugar. This occurred last night and I awoke with a dangerously low blood sugar / per my traditional meter I was 26. Had I not have had the wherewithal to awake up and feel something was not right I could have had a hypoglycemic seizure and risked death.